Event description:
A customer reported during set up for a cataract extraction procedure, the handpiece was not recognized by the system. The case was cancelled after local anesthesia had been administered to the pt. There was no harm to the pt. A total of ten procedures were cancelled.

Manufacturer narrative:
The company rep examined the system, confirmed the customer reported event, and replaced the phaco controller printed circuit board (pcb). Preventative maintenance was performed and the system was then tested, met product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).